Event description:
It was reported that the tip of the tap was splayed. No patient complications were reported.

Manufacturer narrative:
Visual and optical examination of instruments confirm tips of the taps are splayed/cracked; tip splay/cracking is indicative of off-axis use of the tapping instrument with respect to guidewire.

Manufacturer narrative:
(B)(4). The tap has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records did not identify any applicable nonconformance to specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.